Event description:
Philips received a complaint regarding the heartstart xl+, indicating that it failed the operating test. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device, and it was found to exhibit an error in the pads, specifically indicating a damaged adult replacement pad. The fse provided the customer with a part number and pricing information for the replacement part. A quotation was subsequently sent to the customer for the purpose of replacing the damaged adult replacement pad. However, the customer did not accept the quote. The device remains at the customer's site. No further action is warranted at this time.